Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer states a result of 33.1 mmol/l was stored as 2.7 mmol/l in the mobile meter memory. Customer reported low blood glucose symptoms requiring treatment during this event. Requested return of suspect device and replacement was sent.